Event description:
In 2007, I went to an a ophthalmologist due to pain, burning and sensitivity to light in my right eye. My eye was bloodshot and I was unable to ear my contact lenses. I was also tearing and very uncomfortable. I was diagnosed with a corneal ulcer that was infected. I was prescribed antibiotic eyedrops and an eye ointment. I was unable to wear contact lenses for about 3-4 weeks. With my ophthalmologist's approval, I was then refitted with new contact lenses. The next month, I returned to the ophthalmologist's office and was diagnosed with an infected left eye chalazion. I am currently taking antibiotic eye drops in my left eye. My contact lens solution throughout these problems was amo complete moisture plus. Frequency: daily. Route: intracorneal. Dates of use: three months. Diagnosis or reason for use: to disinfect and store soft contact lenses.